Event description:
Device report from (B)(6) reports the following: the screw extraction set was used for an implant removal operation and two extraction screws broke consecutively during the operation. The operation finished without delay. It is unknown if a broken piece remains in the patient¿s body. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.